Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping or pop-out was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap.

Event description:
It was reported the bd vacutainer® serum blood collection tubes stopper pops out of the tube. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated "as per observation they are doing pediatric collection. They are doing open collection more than 3 years but they are getting issue for this time. When they are recapping in that cases popup occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-19. H6: investigation summary: bd received 100 samples for investigation of material # 367812, batch # 0022261. Twenty-nine (29) samples were evaluated by visual examination and stopper pullout testing and the indicated failure mode for stopper pop-off with the incident lot was not observed. Zero (0) out of the 29 customer samples failed the test and did not exhibit caps loose, thereby not confirming the reported issue of stopper pop-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps/stopper pop-off through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Bd has initiated a CAPA 1875009 for investigation relating to the issue of loose caps/stopper pop-off to further identify potential root cause(s) and apply corrective actions. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® serum blood collection tubes stopper pops out of the tube. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated "as per observation they are doing pediatric collection. They are doing open collection more than 3 years but they are getting issue for this time. When they are recapping in that cases popup occurred. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer serum blood collection tubes stopper pops out of the tube. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated "as per observation they are doing pediatric collection. They are doing open collection more than 3 years but they are getting issue for this time. When they are recapping in that cases popup occurred. "